Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine and morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient's pump went empty on (B)(6) 2024. The healthcare provider (hcp) stated that they were going to refill the pump and access the catheter port to see if there was any drug in the pump. The technical services reviewed that the drug will still be in the internal pump tubing and the catheter went empty. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.